Event description:
A type 3 endoleak was present between the proximal and distal components.

Event description:
A type 3 endoleak was present between the proximal and distal components.

Manufacturer narrative:
The device was not returned for evaluation. Medical imaging associated with the complaint was reviewed and it has been concluded that the cta scans of 3 days post-procedure show what appears to be a small type 3 endoleak emerging from the zfen-p just above the top of the overlap section between the zfen-p and the zfen-d. This can be seen as contrast lying in front of the device, inside the abdominal aortic aneurysm sac, and is most likely from a small hole in the zfen-p component. This may have been due to a fabric tear during the balloon expansion at this level, possibly due to instrumentation during deployment of the distal component (eg wires, sheaths), or one of the apices of the top stent of the distal device. The work order ac1051424 was reviewed and appears complete and correct. The device IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. Based on the information available it is difficult to determine an exact root cause. It is possible that one or more of the following factors contributed to the complaint: -patient/procedural factors -tear in the graft during the balloon expansion.